Event description:
Procedure type: gynecologic surgery, tumor resection. According to the reporter, at the end of procedure, the surgeon confirmed a foreign material near the pt navel. A plastic part of lock was broken and a metallic pin had disengaged. Nothing however fell into the pt cavity. The procedure was well completed. No further pt details could be obtained (age, health history). Were available. No pt injury was reported.